Event description:
It was reported that during preparation for the stent graft placement, the balloon guard on the stent catheter was difficult to remove. Reportedly the stent graft came off the balloon, when the physician eventually pulled off the balloon guard. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. Therefore, the result of the investigation is confirmed for the reported stent dislodgement issue. The sleeve was returned separate to the device and the stent located within at one end. The balloon had not been inflated, the pleats, fold and stent crimp marks still intact. The result of the investigation is inconclusive for the reported sleeve packaging issue. The sleeve was slightly deformed throughout. A pinch in sleeved located 46mm from one end. The dimensions of sleeve was within specifications. The damage to the sleeve was likely due to healthcare professional handling during device preparation. The root cause for the reported packaging and dislodgement issues could not be determined based upon the available information received from the field communications and sample evaluation. The result of the investigation is inconclusive for the reported packaging and dislodgement issues. A definite root cause for the reported packaging and dislodgement issues could not be determined based upon the available information. Labeling review: the instruction for use for the lifestream product was reviewed and contains the following information relevant to the reported event: precautions ¿ the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. ¿ prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. ¿ crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. Potential patient/device adverse effects that may occur include, but are not limited to, the following: ¿ covered stent dislodgement from balloon during tracking procedure ¿ covered stent misplacement during placement procedure directions for use: site access and preparation ¿ using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Covered stent size selection ¿ select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. 6. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system h10: d4 (expiry date: 08/2022), g3 h11: h6(method, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2022).

Event description:
It was reported that during preparation for the stent graft placement, the balloon guard on the stent catheter was difficult to remove. Reportedly the stent graft came off the balloon, when the physician eventually pulled off the balloon guard. The procedure was completed using another device. There was no patient contact.